Manufacturer narrative:
(B)(6). Patient date of birth/age and weight were not provided for reporting. (B)(4) lot# unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 patient underwent surgery for subtrochanteric femur fraction fixation. During the procedure, when the surgeon was drilling into the femoral head for insertion of a lag screw through a trochanteric fixation nail advance (tfna) with drill bit (03.037.021), the tip of the drill broke. The surgeon was not concerned with this and chose to leave the piece in the patient's femoral head. The femur fracture fixation was completed successfully. There was no reported delay or additional medical intervention. Patient outcome was reported as expected. Concomitant devices reported: drill (quantity 1). Guide wire (part# 357.399, quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).